Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
J neurointerv surg. 2019 nov;11(11):1118-1122. Doi: 10.1136/neurintsurg-2019-014858. Epub 2019 apr 11. "Flow diversion treatment of aneurysms of the complex region of the anterior communicating artery: which stent placement strategy should 'I' use? A single center experience." Pagiola i1,2, mihalea c1,3, caroff j1, ikka l1, chalumeau v1, yasuda t1, marenco de la torre j1, iacobucci m1, ozanne a1, gallas s1, marques mc2, carrete h4, frudit me2, moret j1, spelle l1. 30 patients who received fd stents for acoa aneurysms. Characteristics included: average age 52 years (range 32¿69 years); 17 women and 13 men; and average aneurysm size 5.5 mm 20 (range 2.1¿15 mm). Procedures were successful in all 30 cases (100%). Twenty-two patients (73.3%) experienced no procedure related complications; eight patients experienced thromboembolic complications. Of these, one patient was treated with a pipeline and experienced clinical repercussions due to an ischemic lesion with a modified rankin scale score of 1. Of the seven other thromboembolic complications without clinical repercussions.